Event description:
According to the user, the alaris pump was at the patient's bedside and being used to infuse IV fluids. User entered the room because the alaris pump was alarming. User smelled smoke / electrical burn and the pump was smoking from the right side. User unplugged the pump from the wall and from the patient and turned the pump off. A code red (for fire) was called because the user noted burning embers on the right side of the pump. The alaris pump was removed from the patient's room and the fire department and equipment techs came to the unit. The embers cooled and the alaris pump was taken by biomedical engineering department. No harm to patient.